Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the battery on the insulin pump only lasts 3 to 5 days and she receives a low battery alert or failed battery tests alarm. The issue has been happening since (B)(6) 2015. Blood glucose value at the time was 176 mg/dl. The customer stated the battery cap grinds when she tightens it. She declined troubleshooting. Customer was advised that a battery cap replacement would be sent.